Event description:
A customer reported that during a rescue attempt, their arm unit delivered two compressions before stopping and activating both the warning and service indicator lights. No additional event details or patient information were provided.

Manufacturer narrative:
Analysis of the arm's log files did not identify a definitive cause for the reported issue. The unit was manufactured in 2022 and has performed a total of (B)(4) compressions. It appears the arm was not maintained according to the manufacturer's recommended maintenance schedule. The unit was requested to be returned for further evaluation and testing; however, as of this date, it has not been returned, and the root cause remains undetermined.